Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin. Blood glucose (bg) level was 130(mg/dl). Reportedly, the customer did not receive any alarms which could have resulted in insulin suspension. Reportedly the customer reverted to manual injections for insulin therapy. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.